Manufacturer narrative:
Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set cannula kinked events, first on (B)(6) 2024, second on (B)(6) 2024, third on (B)(6) 2024, fourth on (B)(6) 2024 and fifth on (B)(6) 2024. The event occurred within 3 hours of insertion. The infusion set was in use for few hours. Patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.